Manufacturer narrative:
UDI= (B)(4). Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm. Model #: sc-4316, lot #: 15984462, description: next generation anchor kit-sterile.

Event description:
A report was received that the patient was having pain at the pocket site. The patient underwent an explant procedure.

Manufacturer narrative:
Additional information was received that no device malfunction was suspected on the explanted devices. No further information can be obtained by bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was having pain at the pocket site. The patient underwent an explant procedure.